Event description:
The patient reportedly experienced intermittencies followed by a loss of lock. Device testing revealed abnormal results. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.